Event description:
Allegedly revised due to "other indication." Right side.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01991, -01992. This report will be updated when investigation is completed. This event occurred in (B)(6).